Event description:
A customer reported that the door of the giraffe incubator can become unlatched spontaneously while in use with a patient. The customer alleges that when the temperature is higher than 35 degrees celsius and the humidity is above 70%, the side walls buckle and bend, which can lead to the doors becoming unlatched. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.